Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported prior to a surgical procedure the head on the microscope moves. There was no patient involvement. Completion of the case was not indicated.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The company service representative noted there was no identified issues with the system. As no issues were identified, and therefore no repair or work performed on the system, the service test procedure (stp) was not performed. Based on assessment, the product met specifications at the time of release. No issues were identified with the system, thus, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).